Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this tachy device recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. There was no further information noted and no intervention to date. This device remains in service. No adverse patient effects were reported.